Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulties and a shaft break occurred. The lesion was located in a non tortuous unspecified coronary artery. Stenosis was noted as "not high". The 6.0x2.5 flextome cutting balloon was advanced, but was not able to cross the lesion. The catheter was withdrawn and the "most proximal" portion of the shaft was noted to be broken. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the break was located on a portion that potentially could enter the patient.

Manufacturer narrative:
(B)(4). Visual examination of the returned device identified solidified contrast media within the inflation lumen. The hypotube shaft was broken 29.8cm from the catheter strain relief. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. There were no issues with the tip which could have potentially contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).